Event description:
The account alleged that the left foot caster stem weld broke underneath allowing the whole section to buckle.

Manufacturer narrative:
The account replaced the base frame to repair the bed.